Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus and fundus during an esophagogastric variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first and second bands were deployed successfully; however, the third band could not be deployed. The physician then removed the device and a second speedband superview super 7 device was used, the first band was deployed successfully; however, the second band could not be deployed and became twisted. The physician then continue to rotate the handle and two bands deployed at the same time. Ultimately, the fourth band was able deploy but the fifth band could not be deployed at all. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h2 additional information: block b5 (describe event or problem) block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned" block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus and fundus during an esophagogastric variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the first and second bands were deployed successfully; however, the third band could not be deployed. The physician then removed the device and a second speedband superview super 7 device was used, the first band was deployed successfully; however, the second band could not be deployed and became twisted. The physician then continue to rotate the handle and two bands deployed at the same time. Ultimately, the fourth band was able deploy but the fifth band could not be deployed at all. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: according to the complainant, the speedband superview super 7 device was used in the fundus. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. ***additional information received on (B)(6), 2022*** it was reported that the anatomy location was in the gastric venous. Additionally, it was noted that the device was going to be expired on august 25, 2021, but the device was used during a procedure on (B)(6), 2021.